Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: july 19, 2021. Section h3: evaluated by manufacturer: yes . Additional information: device evaluation: complaint product was received. It was returned in its original packaging. Also, notification card and the lens in a plastic tray were received. Upon evaluation all the components were correctly engaged, and pushrod was in advanced position. No assembly error and/or defect related to manufacturing process was observed. Traces of lubricating material were observed in the cartridge. The cartridge tip was observed damaged and deformed. The lens was received outside of the device in a plastic tray. It was cut in three pieces with a haptic detached. The reported issue could not be verified, however, due to the condition of the sample returned it is not possible to confirm the condition observed is related to the manufacturing process. Product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that one additional complaint was received for this production order. But no product deficiency was identified conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: age/date of birth, weight, ethnicity: unknown/not provided. If implanted; give date: not applicable. The iol was not implanted. It was removed/replaced in the initial surgery. If explanted; give date: not applicable. The iol was removed/replaced in the initial surgery. Complaint reporter first name: unknown/no information. Email address: unknown/no information. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Customer reported that while inserting the intraocular lens (iol) into the patient¿s right eye, upon deployment they noticed the iol was damaged. They also reported the iol was torn. Customer stated the iol did not remain implanted, and the incision was not enlarged. Reportedly, the patient has recovered. No further information was provided.